Event description:
Customer reported that while they were removing the belt from a pt, the male part of the buckle broke. The belt had never been laundered. They are using disinfectant wipes to clean the belt and buckle. There was no pt incident or injury reported.

Manufacturer narrative:
Eval: results: eval of the returned product revealed that the male side of the buckle broke and is also missing a finger. The male side still fits into the female side, but the product will not function as intended. Note: instructions for use warning statement: inspect before each use check for broken stitches, or parts; torn, cut or frayed material, or buckles, that are cracked or broken and do not hold securely. Do not use soiled or damaged products. (B)(4).